Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they had ongoing issues with high values for an unspecified number of patient samples and controls tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. The results from the integra 400 plus are around 20-35% too high when compared to results from a bs-200 instrument. The issue occurs with values around 1 g/l. There are no issues with any other tests. The field service engineer has been on site multiple times and has performed multiple actions trying to correct the issue. The customer noted that they had a problem with the ph of their water tank. The customer provided data for a total of 8 patient samples with questionable results for gluc3. Of these, two patient samples had erroneous results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. The first sample initially resulted with a glucose value of 1.21 g/l. The sample was repeated on the bs-200 instrument, resulting with a glucose value of 0.84 g/l. The second sample initially resulted with a glucose value of 1.23 g/l. The sample was repeated on the bs-200 instrument, resulting with a glucose value of 0.88 g/l. No adverse events were alleged to have occurred with the patients. The gluc3 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.